Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator battery was alarming. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was able to duplicate the reported issue. The se replaced the battery.

Manufacturer narrative:
Device evaluation summary: the pb980 battery was returned for failure investigation. The battery was visually inspected with no notable anomalies observed. The battery's firmware was verified to be correct. When connected to the bqwizard application, the battery was found to have a cell over-voltage , secondary over-voltage, and a potential cell imbalance. Without the return of the entire ventilator system, a root cause as to how these conditions were created cannot be determined. The reported event of ventilator alarming is considered confirmed based on these findings, and the battery would not be able to function normally with these conditions, which would cause the vent to alarm. If information is provided in the future, a supplemental report will be issued.